Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were not reproduced. The alarms were found in the event history log during service evaluation and are considered confirmed. During the evaluation, the upstream sensor had cracks on the upstream sensor flex tail pins, which were determined to be the cause. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, a repeating pattern of air-in-line alarms were observed in the event history log, suggesting that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.